Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimula tor for spinal pain. It was reported that the patient felt the implantable neurostimulator (ins) slipping and sticking out at times at the pocket site. Their back was occasionally sore at the ins site after charging. The patient had recently completed antibiotics for a possible infection of the surgical site. The manufacturer representative would meet the patient on (B)(6) 2018. No actions were taken at the time of the report and the issue was not yet resolved. No surgical intervention was planned. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the cause of the patient¿s ins slipping and sticking out of the pocket site was likely due to the patient losing 30 pounds over the last few months. They stated that since their weight loss that¿s when they noticed the movement of the ins in pocket. Actions taken to resolve this issue was the patient discussed with the physician and determined that a pocket revision was not warranted at this time since the patient had plans to keep losing a significant amount of weight and the patient was not having difficulties charging at this time. The physician discussed the possibility of a pocket revision as needed once the patient loses their planned weight or if charging becomes difficult. It was reported that the patient was placed on another round of antibiotics by the physician to resolve the ins site soreness after recharging. It was reported that the soreness was becoming less prevalent. It was reported that the manufacturer was made aware of the possible infection at this meeting with the patient, however, the exact date the possible infection began was not reported to them. No further complications were reported/anticipated.